Event description:
The customer reported a housing error. Upon arrival on-site, customer reported temp sensor failure error on control panel. No pt injury was reported.

Manufacturer narrative:
The service rep verified the reported malfunction. The service rep troubleshot system and found intermittent wires between p4 of temp sensor and p10 on backplane. There was a cut in the spare wires. The rep verified connectivity with a multimeter. System booted error free. He verified collimator alignment and all collimator operations. No duplication of reported error. Overall system functional checked and found operating as intended. The rep also tightened loose hardware.